Manufacturer narrative:
Date of event: (B)(6) 2021 was used since event date was not provided.

Event description:
It was reported that balloon rupture occurred. A 4.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 18 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications nor injuries were reported.